Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific rec'd info that a right atrial (ra) lead dislodgement was confirmed via chest x-ray. Review of the device arrhythmia logbook indicated approx 20 ventricular episodes and the pt was inappropriately shocked six times. Root cause for the inappropriate shocks was unable to be determined and the physician decided to revise the ra lead. There were no allegations or observations against the right ventricular (rv) lead other than the pt had rec'd inappropriate therapy. During the revision procedure, the ra lead was explanted and replaced with a non-boston scientific ra lead. The rv lead was tested, found to be intact and reconnected to the device. No add'l adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. An explant date was not provided.